Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
This is my first one that I used. Only last about one month. So I called the quality asc. Dept. He asked me to send the pieces that tore off as evidence of purchased so quality department could replace for 2 ks. It is very comfortable and easy to make but it didn't last long. Per customer complaints requested replacement.